Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. The event occurred at (B)(6) hospital, (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppages occurred. The patient had no discomfort and was feeling fine even when the pump stopped. The patient was provided with a non-grounded patient cable for use with the power module. The log file reviewed by the manufacturer's technical services confirmed pump stoppages. There were no unusual events since the patient was put on an ungrounded patient cable. A submitted x-ray showed an unspecified area of concern. A short to shield of the driveline was suspected. A distal end percutaneous lead (driveline) replacement is planned. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing with the device. However, the replaced portion of the percutaneous lead (driveline) was returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that a distal end percutaneous lead (driveline) replacement was performed on (B)(6) 2018. Pump stoppages continued to occur post driveline replacement. It appeared that the driveline replacement did not remove the areas responsible for the pump stoppages. The patient will be supported on the non-grounded patient cable pending his own decision for the next steps. No additional information was provided.

Event description:
Additional information: it was reported that pump stoppages continued to occur while on battery support. As the distal end percutaneous lead (driveline) replacement did not resolve the issue due to a suspected internal short to shield, a pump exchange was performed on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Device evaluation: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stoppages captured in the submitted log files. The submitted log files captured pump stoppages while the patient was using the power module and batteries. Approximately 18 inches of the distal end of the driveline was returned. The distal 3 inches was returned with the silicone jacket, bionate layer, and metal braided shield removed. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate layers were removed from the returned driveline. The wires were inspected under a microscope and no areas of insulation fatigue or mechanical damage were observed. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and no breaches in the insulation were found. A second driveline was returned in 3 separate pieces: an approximately 26 inch segment with the controller connector, an approximately 7.5 inch segment, and an approximately 8 inch segment adjacent to the pump housing. There was a driveline repair located approximately 21 inches from the controller connector. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate layers were removed from the returned driveline. Visual inspection of the black, red, orange, and green wires revealed damage approximately 6.5 inches from the pump housing; the wires had a breach in their insulation due to fatigue from repetitive flexing which exposed the metal conductors underneath, although the inner conductors remained intact. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and no additional breaches were found. If any of the exposed conductors contacted the metal braided shield while the patient was operating on a grounded power source (such as the power module), the resulting electrical short to ground would have caused the pump stoppages confirmed in the submitted log files. If the exposed conductors of any of the wires made direct contact with each other or simultaneous contact with the metal braided shield on an ungrounded power source, the resulting short would have contributed to the pump stoppages captured in the submitted log files while the system was operating on battery power or while using an ungrounded patient cable. No further information was provided. The manufacturer is closing the file on this event.